Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The evaluation found that the camera and scope connection was loose, and it also failed the water leak test. Based on the investigation's results, it is likely that the following led to the malfunction: the most probable cause of the complaint was component failure, which is expected or random component failure without any design or manufacturing issue. A probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head and scope connection were loose, and the scope wobbled. The issue occurred during reprocessing. There was no patient involvement.